Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient's daughter contacted stryker requesting information about the metal composition of an exeter v40 device. Patient's daughter advised by phone on (B)(6) 2016 that patient apparently developed a rash approximately two months after receiving an exeter v40 stem. No further details available at this time.